Event description:
On 04/07/2000, the facility's nurse informed the distributor's representative of the following: the physician was handed the device by the nurse. There was a hair stuck in the middle of the device (septum)? The physician used hemostats to pull the hair off; however, in passing the hemostat, the hair was lost. The report also states no pt involvement. No further details were provided.